Manufacturer narrative:
The reason for this revision surgery was identified as trauma causing loosening of the glenoid after 3.8 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 13859 shows 3 parts (part #: 508-00-000) returned to vendor due to "ineligible logo, ding on taper, and scratches on face internal diameter (ID)." Ncmr 13720 showed 3 parts (part #: 508-32-104) returned to vendor due to tolerance issues. A review of the product complaint report history showed this is the second complaint for a part from this lot. The root cause for the loosening of the glenoid was reported as a patient suffered from a trauma. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient suffering from trauma to the shoulder causing loosening of the glenoid component.